Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with an unspecified concentration of hydromorphone and was loaded into a pt controlled analgesia (pca) pump. At an unspecified time, the pca was programmed to deliver in the pca+ continuous mode, at a 0.3 mg/hr continuous rate, with a 0.2 mg pca dose, a 4.8 mg four hours dose limit, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that solution leaked at the distal end of the injector of the vial. It was reported that the pt experienced increased pain. The vial was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.